Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine during drain 3 of 4. Per the initial report, the patient had disconnected and then reconnected. The technical service representative (tsr) advised the home patient (hp) to recycle power to clear the alarm and explained the alarms. The tsr advised the hp to press stop when disconnecting from machine in future therapy. The hp will notify the nurse regarding the air detect alarm and being connected. Product surveillance contacted the nurse on 04/28/2011. According to the nurse, she was not aware of this event, however, the patient has been seen since this event and has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.